Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm was found in the formatted history file due to broken traces pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to complete insulin pump rewind. Customer was performed self test and it did not passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.